Event description:
This is a spontaneous report by a nurse from the USA of peritonitis, fatal cardiac disease, and fatal cardiac failure in an approximately (B)(6) female coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed and was hospitalized for peritonitis. It was unreported if treatment was provided for the peritonitis. On an unreported date, the patient died of cardiac disease and cardiac failure. It was unreported if treatment was rendered prior to the fatal events. It was unreported if an autopsy was performed. On an unreported date, the dianeal therapy was withdrawn and the patient was placed on hemodialysis. It was unreported if the patient recovered from the peritonitis. Medical history was significant for end stage renal disease (esrd), hypertension, diabetes, cardiac disease, cardiac failure, and myocardial infarction. Concomitant medications were not reported. Per the nurse, the fatal cardiac disease and fatal cardiac failure were unrelated to dianeal therapy. A causality statement was not provided for the peritonitis. On (B)(6) 2010, product surveillance contacted the nurse (rn) at the hp's dialysis clinic who stated that the hp had received hemodialysis (hd) until (B)(6) 2010, but discontinued due to issues developing with the hd catheter. On (B)(6) 2010, the hp began training for continuous ambulatory peritoneal dialysis (capd) at the dialysis clinic as an alternative to hd. On (B)(6) 2010, the hp was hospitalized for an unknown illness (the rn thought possibly sepsis), discontinued the capd, and resumed hd due to the extreme nature of the illness. The hp expired on (B)(6) 2010 while still hospitalized. No further information is available at this time due to chart access. The rn suggested calling next week for the rn manager who can give more detailed information.

Event description:
A customer contacted baxter to report that the transfer set spike was broken. The set had been used for 120 days. Incidently, the set broke the day before the patient scheduled to change the set. The spike of the set was broken while patient was disconnecting the set from the solution bag. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used set was received in reference to the report of crack/broken. Set was visually inspected and noted that the tip of the spike was bent inward. The tip of the spike was damaged. No other visual defects were noted. The complaint was confirmed in the lab for crack/broken. No batch review could be performed since the lot number was unknown. The root cause is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.